Manufacturer narrative:
No history to suggests a product problem. With no care provider or assistant present, the user attempted to adjust themselves in their chair and they fell out of the chair. At the time of the event the legrests on the chair were in the elevated position. No indication that a seat positioning strap was in use. Current user guide covers stability and transferring operations of the chair. Return is not anticipated.

Event description:
The resident was positioning themselves in the chair, when the chair allegedly tipped forwards, causing the resident to fall out of the chair. The resident allegedly suffered a facial fracture, rib fracture, and a punctured lung (due to the rib fracture).